Event description:
It was reported that customer received a button error alarm. It was reported that when the time was set, numbers began to scroll. Customer's blood glucose was 187 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an intermittent button response due to corroded keypad traces. No button error alarm, no ramping numbers or scroll bar moving on its own noted. The insulin pump was received with minor scratches on lcd window, broken reservoir tube lip and broken battery tube threads.